Event description:
Solmaz, b., tatarli, n., ceylan, d., bayri, y., ziyal, m.I., seker, a. A sine-wave-shaped skin incision for inserting deep-brain stimulators. Acta neurochirurgica. 2014. Doi 10.1007/s00701-014-2123-8. Summary: the sine-wave-shaped skin incision is a technique that minimizes skin-related complications near burr hole caps after electrode placement for deep-brain stimulation (dbs). Between 2011 and 2013, 54 dbs electrodes were implanted in 27 consecutive patients with parkinson¿s disease (pd), essential tremor, or dystonia. The sine-wave incision was used in 26 patients and conventional bilateral linear scalp incisions were used in one patient. None of the patients whose operations involved sinewave-shaped incisions developed hardware-linked complications such as skin infection or skin erosion. The one patient who underwent conventional bilateral linear scalp incisions developed a skin infection. By preserving the vascular anatomy of the scalp and reducing skin tension at the wound site, the sine-wave shaped incision promotes wound healing. Reported event: 1 patient developed a skin infection after deep brain stimulation (dbs) implant. The reporter stated that the patient had undergone conventional bilateral, linear skin incisions on the scalp. The source literature included the following device specifics: soletra model 7426 further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
This value is the average age of the patients reported in the article as specific patients could not be identified. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about patient information and additional information regarding the reported event. Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).